Event description:
The head pharmacist of the facility reported to baxter (B)(4) of a vented solution set in which operator found a cut in the tubing at approx. 25 cm from the drip chamber. The reported condition occurred during priming with nacl solution. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition was confirmed during sample evaluation. Actual defective sample was returned at the plant for evaluation. The returned unit was visually checked and the sample?s evaluation revealed two slice holes and couple of scratches on a portion of 20 centimeters on the tube. No further testing was performed. The assignable root cause of the reported condition is unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through CAPA. Should additional relevant information be received, a follow-up medwatch will be submitted.